Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) delivered a shock while the patient was in the pool in (B)(6). The patient indicated a physician had checked the device and had believed the bass from the speaker may have caused the shock. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further verified that the inappropriate shock was caused by external noise.